Manufacturer narrative:
Date of report: 10sep2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not working. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced nav-ring to address the issue. Machine passed all verifications. The device passed required performance verification tests per philips standards.